Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was inserted after flushing the filter sheath, but the air had not been removed, and air flowed into the blood vessel. It was further reported that large amount of air was removed by suctioning the inside of the sheath. The procedure was completed using another device. The patient has no current problems.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one filter kit was received. On visual evaluation, sample appeared to have blood residue throughout. No anomalies were observed. The distal tip of the dilator was examined under microscope and it was noted slight plastic peeling was present. No other functional test was performed. Therefore, the investigation is unconfirmed for the reported suction problem as the sheath was patent to both aspiration and infusion without issue. No leaks were observed. The investigation is confirmed for the identified deformation due to compressive stress as deformation was noted on the distal tip of the dilator. A definitive root cause for the suction issues and deformation due to compressive stress could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion) . Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was inserted after flushing the filter sheath, but the air had not been removed, and air flowed into the blood vessel. It was further reported that large amount of air was removed by suctioning the inside of the sheath. The procedure was completed using another device. The patient has no current problems.